Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system enhanced half height drawers 4.1,4.2 were not detected on the bus. A field service engineer (fse) powered off the station and replaced the damaged retractor band for drawer 4.1. After rebooting the system, both drawers were detected. The fse then tested both drawers using diagnostics to confirm proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the cubie drawer was not detected on the communication bus. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.